Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose readings after insertion. Customer's blood glucose was 400 mg/dl in the afternoon. Customer tested again later and stated that it was 300 mg/dl. Customer stated that she used her blood glucose again for correction. Customer stated that she never got better and her blood glucose never got down to a normal range. Customer stated that it was not leaking. Customer was not prepared for having it attached at night and got alarms. Customer was advised to go on multiple daily injections for now. Customer was advised that her basal ratio needs to be different. Customer stated that her blood glucose was 97 mg/dl and then 89 mg/dl after walking the dog. Customer stated that her meter read her blood glucose at 123 mg/dl. Customer was advised that the readings vary.